Manufacturer narrative:
The service technician of our distributor replaced the mixer valve and no problem was reported again.

Event description:
Hamilton medical ag received the following description from the distributor: the g5 s/n: (B)(6) triggered " air supply failure " alarm message. According to the report of the customer that they swap the another machine to plug in the oxygen and air supply of wall outlet no such alarm was triggered.